Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death, mitral regurgitation (mr), mitral stenosis, tissue damage, heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on (B)(6) 2018 and on (B)(6) 2018, the mitral regurgitation (mr) had increased to grade 2+ and mitral valve gradient was 5-6mmhg. Reportedly, the increase in mr was due to posterior leaflet perforation. On (B)(6) 2018, the patient experienced progression of parkinson disease with aspiration pneumonia. On (B)(6) 2018, the patient expired. Autopsy showed that the second mitraclip implanted (cds0502, lot # 71030u107) had penetrated the posterior leaflet. The clips had remained stable on the leaflets. Per physician, the relationship between the mitraclip and the patient's death could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the mitral leaflet injury was suspected to have occurred due to a dissection with the mitraclip device. The onset date was estimated within 30 days after discharge. On (B)(6) 2018, the patient was admitted to the hospital and medications were provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for mitral stenosis, worsening mitral regurgitation and heart failure. It was reported that on (B)(6) 2018, the patient presented with non-ischemic functional mitral regurgitation (mr) grade 4+, pure annular dilatation, mitral annular calcification, and leaflet tethering. Two mitraclips were implanted without reported issues, reducing the mr to grade 1+. The mitral valve mean pressure gradient (mpg) was 7mmhg. On (B)(6) 2018, mr was noted at grade 2+ and mpg was 5-6mmhg. On (B)(6) 2018, the patient had been hospitalized for worsening heart failure. Per physician, the event was unrelated to the mitraclip device and unrelated to the mitraclip procedure. Medications were provided and the event resolved. On (B)(6) 2018, the patient was discharged from the hospital. There was no reported device malfunction. On (B)(6)2018, mr was grade 2+ and mpg was 5-6mmhg. No additional information was provided regarding this issue.